Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse went on site and found the issue to be persistent on psm2 and confirmed in the error logs the presence of error 23008. Fse replaced psm2 in accordance with isi procedures. System started without error. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation: the reported failure (error 23008 along pitch / axis 2) was able to be reproduced during power up. The following parts will be replaced as a fix: axis 2 motor, axis 2 pot, a2 motor cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a staff biomedical engineer was called by the or team to report a problem with arm 2 after the case was completed. The staff told the biomedical engineer that the arm seemed to retract and then they could no longer use the arm. The site was still able to complete the procedure with no issues. The procedure was completed with no reported injury.